Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, inside a previously implanted no n-medtronic valve, a 14 french non-medtronic (dry seal) sheath was inserted from the left transfemoral artery, followed by an in-line access replacement. Subsequently, a thrombus was observed in the abdomen. The valve was implanted. After the valve was implanted, digital subtraction angiography (dsa) was performed to check for access site damage. No issues were found; however, on the lower limb doppler, there was a color difference between the feet and lower limb. Palpitation suggested a blockage in the right peripheral artery. Further imaging was performed and confirmed a blockage in the popliteal artery. Subsequently, a thrombectomy was performed, and revascularization was required. It was noted that the thrombus that was observed in the abdomen, likely dislodged and traveled to the peripheral. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-23 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: corrected to included health professional medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant the "in-line access replacement" was referring to the inline sheath. The cause of the thrombus was believed to be a blood clot in the abdominal artery embolizing. Per the physician, the thrombus was not related to the valve.